Event description:
It was reported that the implant at tooth site #31 fractured and was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This medwatch report is being submitted as a correction report to replace MFR report# 0001038806-2023-01980 that was submitted on (B)(6) 2023 in error under the incorrect report number. This event was initially created/submitted to FDA under complaint number, (B)(4) on (B)(6) 2023 under the wrong MFR number (0001038806-2023-01980). Complaint (B)(4),/MFR number 0001038806-2023-01980 will be voided as a duplicate of (B)(4)/MFR number 0002023141-2023-02981 and all details and information associated with this event will be documented under (B)(4)3/MFR number 0002023141-2023-02981.

Event description:
This supplemental is being reported as a correction. This event was initially created/submitted to FDA under complaint number, (B)(4) on (B)(6) 2023 under the wrong MFR number (0001038806-2023-01980). To correct the error, a new complaint, (B)(4) was opened and this event was reported under the correct MFR number (0002023141-2023-02981). Therefore, all details related to this event will be captured under the new complaint , (B)(4)/MFR number (0002023141-2023-02981).